Manufacturer narrative:
E1: initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. There was no patient harm reported. Additionally, the field service engineer found salt-like residue on the pneumatic inteface module, and mold/mildew on a pcba.